Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but not sure whether the device produced sound or not. The rse determined that the speaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement of speaker to resolve the issue. The cause of the reported problem was a faulty loudspeaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loudspeaker fault. It is unknown if the device was in use at time of event, and there was no adverse event reported.